Event description:
Customer reported problems with the vertical lift column. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the vertical lift power supply. Sys operates as intended.